Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with return testing. Source: phone.

Event description:
Customer reporting false positive sars results. Customer estimates 50 false positives. The consumer communicated the result was confirmed by binax pcr. Report 45 of 50.